Event description:
It was reported that the patient received multiple e4 (occlusion error) messages on her infusion device. The patient went to the hospital and was diagnosed with diabetic ketoacidosis. She was treated with insulin via syringe. The infusion device and infusion sets used during the event were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.